Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Event description:
Reference number (B)(4) event occured in the united states . This emdr is being submitted for an unknown number quantity. It was reported that the patient faced cannula issue event on (B)(6) 2026. The blood glucose level was 290 mg/dl and the patient was treated with correction bolus via pump. No further information is available.